Event description:
A customer reported experiencing a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions, guiding the customer through the process. After the reset, the cgm error did not recur, and the customer was able to successfully start their sensor session.